Manufacturer narrative:
A4: weight: 67.2kgs. A5: ethnicity: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nursing professional development specialist I. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received the following reported information: it was reported that the patient developed hematoma while using the tr band which then required surgical intervention. The type of procedure performed prior to the use of the tr band was a left heart catheterization. A glidesheath slender was used in the access site. Procedural notes listed below: - (B)(6) lhc with l radial approach. Tr band-radial closure reg 24cm deployed. Manual pressure held for (undocumented) minutes. Device inflated (undocumented) amount of air ml. - arrived to cvccc 2e08 at approx. 11:15 rn noted 2 tr bands on forearm of lue proximal @ 6 distal @ 10, 12:00 both at 0, "tr bands reapplied d/t bleeding (physician) verbal order to apply bp cuff @ 200mmhg." - (B)(6) 2025 left heart cath (lhc) via l radial approach. Vascular consult called d/t expanding hematoma lue. 13:06 per vascular consult assessment, found to have expanding hematoma over her left hand and left mid forearm. After discussion with chief resident doctor as well as attending on-call doctor vascular surgery would recommend holding specific proximal pressure to the left radial artery. Addendum to same note is as follows "pt s/p lhc via l radial. Hand is threatened with mottling of fingertips with large pseudoaneurysm that tracks to dorsum of hand. Bedside duplex personally performed, reviewed and interpreted demonstrating side wall access and large pseudoaneurysm and active filling. Has palmar arch signal but significant diminished. Decreased motor. Likely radial dominant with no significant ulnar contribution given all digits are discolored. Will proceed to or emergently. - (B)(6) 14:40 to or operative findings: a 2mm laceration of the radial artery which was oversewn with 6-0 suture. We had excellent signal at the conclusion of the case. We also found that there was diminutive flow likely from the ulnar artery, but there was excellent signal at the palmar arch and radial artery at the end of the case. - (B)(6) returns to cv 2e08. No tr band on arrival, l forearm dsg is changed. L hand finger nailbeds dusky, cool, with doppler radial pulse, absent ulnar pulse. Fingers move against some resistance. - (B)(6) day of discharge. Provider documents lue swollen and bruised wrist. Improving swelling. Fingertips are slightly pale but not dusky. Dopplerable radial, truncated ulnar and palmar signals. Sensory intact, grip strength 3/5, limited by swelling. - pt returned to the ed on (B)(6) for pain and swelling in l hand. Vascular was consulted. Assessment includes a lab notable for white count of 10.5, mildly elevated ck of 279. Lue venous duplex showed superficial thrombophlebitis of the left antecubital cephalic vein with no dvt noted in left upper extremity. "Arterial duplex was negative for pseudoaneurysm of extravasation of the left upper extremity." Recommendations include nsaid, wrapping and elevating lue, and a 7-day course of keflex and was asked to call the office on friday with update. (B)(6) 2026 update per account: (B)(6) lhc balloon angioplasty, stent to lad, total heparin total 1300 units, cangrelor. Merge documentation: 0940 terumo tr band reg 24cm with 10ml. 0949 second tr band lrg 29cm with 7ml. Rn documents proximal 6 and distal 10. - initial deflation is at 11:10. Both are deflated q2 min. Thereafter. - findings: cv rn started deflating too soon and removed air too often.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. A nonconformance was initiated for the increase in risk in the hazard based risk table (hbrt).